Event description:
Boston scientific received information that the right ventricular (rv) lead moved out from its original position. The lead was repositioned and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.